Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body noted deformed/flattened conductor coils near the lead tip, likely from being grabbed with some type of tool; the electrode tip was intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to their clinic complaining of chest pain and pain with inspiration. An x-ray was performed that revealed the lead had dislodged and perforated the myocardium; there was no evidence of tampenade. Loss of capture (loc) was also noted at maximum device output, though other measurements were within normal limits. The patient was hospitalized and device therapy programmed off as the patient is not pacemaker dependent. A revision procedure was subsequently performed wherein the rv lead was explanted and replaced. No additional adverse patient effects were reported.